Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the patient experienced a tube-related embedded buffer. On (B)(6) 2023, an endoscopy revealed a buried bumper syndrome. No additional information available.

Event description:
On (B)(6) 2023, the patient underwent an endoscopy and the pegj tubing was removed. It was reported that new pegj tubing will be installed after the stoma site is closed. No further information provided.

Manufacturer narrative:
Additional information added to b5, d6, h6.